Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hyperglycemia due to crimped cannula event on (B)(6) 2025. The blood glucose level was high and the patient was treated with bolus via pump and multiple daily injection (mdi). He inusion set was in use six to eight on the first two ifs, and two to three hours on the second ifs, and ten hrs on the fourth ifs. The event occured three or more hours of insertion. The site of insertion was upper buttocks. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 4.